Manufacturer narrative:
The user facility did not return the subject device to olympus since the facility have used the subject device continuously. Omsc could not review the manufacturing history of the subject device because the information and model name and the serial number were not provided from the user facility. (The model name: gif-xtq165 informed from the user facility was not listed in olympus product record.) The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing tests at the facility, the instrument and air/water channel of the subject device tested positive for unspecified bacteria(instrument channel:4cfu/10ml, air/water channel:1cfu/10ml ), which was not microbiological indicator organisms. The test indicated no microbial growth for other channels and the distal end. The subject device had been brushed using a non-olympus cleaning brush (mtw:1-clean fab: b183273 durchmesser 2.7-4.6mm) and disinfected using a non- olympus automated endoscope reprocessor(hamo ehemals hamo/steris, model; ls-90). There was no report of patient infection associated with the event.